Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. The distal section of the retrieval sheath is broken.

Event description:
It was reported that a fragment of the device remained inside the patient's body. The target lesion was located in the internal carotid artery. A ez bent tip filterwire was selected for use. During procedure, the filterwire was deployed in the distal lesion. Pre-dilatation and stent placement were completed. Angiography was performed and apposition to vessel wall was confirmed. When the filterwire was tried to retrieve using the retrieval sheath, it became caught inside the stent, and it was unable to retrieve. The bent tip device was removed and retrieval was tried to perform, however, it still caught at the same location, and it was unable to retrieve. Dock replacement was done and retrieval was performed using the bent tip device, but still caught at the same location. Repetitive push and pull were done, eventually the filterwire dropped slightly, however the loop remained open. After that, approach was tried to perform using bent tip, but the marker of the bent tip device slipped through the filterwire, and it reached up to m1. The filterwire was removed forcibly while being deployed, and the protruding tip was retrieved. Stent retriever, snare, and aspiration catheter were fully used, but it flowed to m2, and could not be retrieved. The procedure was ended with the fragment left inside the patient's body. No further patient complications were reported and patient was stable post procedure. It was further reported that the patient had sah (subarachnoid hemorrhage) and after effect has been seen. However, it is unknown whether it was caused by using a snare or the like to retrieve the broken tip.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6) e1: initial reporter city: (B)(6).

Event description:
It was reported that a fragment of the device remained inside the patient's body. The target lesion was located in the internal carotid artery. A ez bent tip filterwire was selected for use. During procedure, the filterwire was deployed in the distal lesion. Pre-dilatation and stent placement were completed. Angiography was performed and apposition to vessel wall was confirmed. When the filterwire was tried to retrieve using the retrieval sheath, it became caught inside the stent, and it was unable to retrieve. The bent tip device was removed and retrieval was tried to perform, however, it still caught at the same location, and it was unable to retrieve. Dock replacement was done and retrieval was performed using the bent tip device, but still caught at the same location. Repetitive push and pull were done, eventually the filterwire dropped slightly, however the loop remained open. After that, approach was tried to perform using bent tip, but the marker of the bent tip device slipped through the filterwire, and it reached up to m1. The filterwire was removed forcibly while being deployed, and the protruding tip was retrieved. Stent retriever, snare, and aspiration catheter were fully used, but it flowed to m2, and could not be retrieved. The procedure was ended with the fragment left inside the patient's body. No further patient complications were reported and patient was stable post procedure. It was further reported that the patient had sah (subarachnoid hemorrhage) and after effect has been seen. However, it is unknown whether it was caused by using a snare or the like to retrieve the broken tip.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a fragment of the device remained inside the patient's body. The target lesion was located in the internal carotid artery. A ez bent tip filterwire was selected for use. During procedure, the filterwire was deployed in the distal lesion. Pre-dilatation and stent placement were completed. Angiography was performed and apposition to vessel wall was confirmed. When the filterwire was tried to retrieve using the retrieval sheath, it became caught inside the stent, and it was unable to retrieve. The bent tip device was removed and retrieval was tried to perform, however, it still caught at the same location, and it was unable to retrieve. Dock replacement was done and retrieval was performed using the bent tip device, but still caught at the same location. Repetitive push and pull were done, eventually the filterwire dropped slightly, however the loop remained open. After that, approach was tried to perform using bent tip, but the marker of the bent tip device slipped through the filterwire, and it reached up to m1. The filterwire was removed forcibly while being deployed, and the protruding tip was retrieved. Stent retriever, snare, and aspiration catheter were fully used, but it flowed to m2, and could not be retrieved. The procedure was ended with the fragment left inside the patient's body. No further patient complications were reported and patient was stable post procedure.